Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
A piece of the gear rack broke off and the head section would not move. End user was sitting up and the head section just dropped down.